Event description:
Approx two months post index procedure the pt experienced restenosis of 70% in the distal left anterior descending implanted stent. The pt was admitted to the cath lab on march 2, 2005 with acute mi without shock. The following medications were given within 24 hours before the procedure: aspirin, beta blocker, low-molecular weight heparin, ace inhibitors, statins. The following medications were given during the procedure: aspirin, unfractionated heparin, planned gp 2b/3a inh, plavix. A loading dose of plavix & reg; was given intra-procedure. The total loading dose of plavix & reg; intra-procedure was 300 mg. The target lesion is a de novo, native, distal left anterior descending. The reference vessel diameter is 2.5 mm and the lesion length is 12mm. The pre-procedure diameter stenosis was 70%. The lesion was pre-dilated with a balloon and a 2.5 x 18mm cypher stent was implanted. Stent overlap was not present. Post-procedure diameter stenosis was 0%. Post-procedure timi flow was grade 3. The target lesion is the de novo, native, proximal left anterior descending. The reference vessel diameter is 3.0 mm and the lesion length is 20mm. The pre-procedure diameter stenosis was 70%. The lesion was pre-dilated with a balloon and a 3.0 x 33mm cypher stent was implanted. Stent overlap was not present. Post-procedure diameter stenosis was 0%. Pre and post-procedure timi flow was grade 3. No procedural complications or device malfunctions were noted. Two days post procedure the pt was discharged on the following medications: aspirin, beta blocker, statins, ace inhibitors and plavix. The procedure was completed successfully.